Event description:
Caller indicated the relion micro meter was giving variable readings. Patient got a reading of 516 and within 5 minutes got 77. He was not having any symptoms and believed that those readings were not accurate. He did not treat himself but decided to call us to report the meter. He was using the proper techniques but was not aware of the control solution test. I did explain when to do a control solution test and told him I will send him a bottle of control solution. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter lcd is faint, however, this defect does not affect product performance. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No peformance failure detected.